Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed some creases in anterior and posterior view. No additional anomalies were observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No further investigation will be conducted on this complaint due was not confirmed. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel breast implant 30cc (left) and mentor memorygel breast implant 275cc (right) and experienced capsular contracture, baker grade unknown on the right side and a rupture on the left side post-operatively. Both were confirmed by a physician. As a result, the patient underwent removal and replacement with unspecified mentor implants on (B)(6) 2019. This report is for the left side implant.